Manufacturer narrative:
(B)(4).

Event description:
Device 4 of 4. Reference MFR report #: 1627487-2016-00111, 1627487-2016-00112 and 1627487-2016-00113.

Event description:
Device 4 of 4. Reference MFR report #: 1627487-2016-00111, 1627487-2016-00112 and 1627487-2016-00113. Follow-up revealed one of the patient's leads was explanted and replaced on (B)(6) 2016. It is unknown which lead was explanted. The issue was resolved by surgical intervention.